Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of 3000 ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags were leaking from the middle port. The leaks were discovered prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Device was manufactured between: july 19, 2018 to july 20, 2018. The actual device was not available; however, a companion sample was received for evaluation. Unaided eye visual inspection of the sample was performed with no issues noted. Functional testing was performed and no leak was observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.